Event description:
After two punctures the needle did not retract into the sheath. This happened during the procedure but there was no harm to the patient.

Manufacturer narrative:
This complaint is reportable on the basis of the reporting precedence established for this product family for non-retraction of the needle into the sheath, regardless of the patient outcome. This complaint is related to an echo-1-22 device of lot #c1086238. The echo-1-22 device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. A possible cause of this complaint is that the needle bent during use. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. If the needle was kinked/bent during use this could result in preventing the needle from fully retracting into the sheath. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo-1-22 devices are subjected to functional checks and visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo devices of lot# c 1086238 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If any abnormally is detected that would prohibit proper working condition, do not use". As per the information provided by the customer: "there was no harm to the patient". Complaints of this nature will continue to be monitored for potential emerging trends.